Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the threads were damaged, and the distal end of the screws was broken. No broken pieces were returned for investigation. The method used to prepare the bone and the bone quality encountered during the procedure was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy two screws broke inside the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.